Event description:
It was reported that during a lap gastric bypass procedure, the device fully cut but the blue cartridge only stapled on the proximal end and not the distal end. The device was reloaded with another blue cartridge and the device did not cut, but still only stapled only on the proximal end. No buttressing material was being used. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with two reloads present. Reload b was received partially fired and with the lockout normal and reload a was received fully fired and with the lockout tab normal. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled for further investigation and no anomalies were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.